Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient began remedial therapy with vancomycin (2gm, loading dose, intraperitoneally (ip)), reflin (1gm, loading dose, ip), fortum (1gm, daily, ip) and meropenum (1gm, bid, intravenous (IV)). Pd therapy was ongoing as well as remedial therapy with meropenum and fortum. It was unknown whether the peritonitis resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.